Event description:
The implantable neurostimulator was in a power on reset condition after an overdischarge. The patient experienced lack of effect associated with the event. In 2008 x-rays were taken (results not reported) and the device was reprogrammed, was attempted with 'negative results'. The device was explanted 2 days later. The hcp reported the patient outcome as 'recovered without sequela'.